Event description:
A surgeon reported he noticed opacification of the intraocular lens (iol) in a patient who had iol implant surgery two years ago. The opacification reported by the surgeon was described as little bubbles within the iol. The patient's vision was reported as "relatively good". The surgeon prescribed glasses for her to wear. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The lens remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 03/11/2008 by mail and on 03/21/2008 by phone. Additional information was received on 03/27/2008. The questionnaire has not been returned. This report was mailed to FDA on: 04/04/2008.